Event description:
It was reported that the ilet displayed persistent restart and malfunction alerts identified as bluetooth communications and power-related errors, which continued after a device restart while the pump was adequately charged; the user was advised to revert to backup therapy or contact their healthcare provider, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with reported power and bluetooth communication issues. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Complaint for alert 76 and 60 was confirmed through engineering logs. However, during troubleshoot testing dry runs were successfully completed, the complaint could not be duplicated. The cause for the alerts could not be determined.